Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor scratches on the device case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis confirmed the device had delivered multiple appropriate anti-tachycardia pacing (atp) and shocks. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device suddenly elevated into the air and landed on his feet about one meter away. There was concern that this device had delivered a shock and subsequently, the patient was transferred to the hospital. The patient's wife reported that this device continued to deliver shocks at least seven times and the shocks could not be stopped. A representative was subsequently able to turn the device off. The patient remained conscious and alert during this time and no adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted and will be returned for analysis.

Event description:
Additional information has been received from the patient¿s physician clarifying the circumstances of this event. The physician was not present for this event, but did interrogate the device approximately 6 months later during a routine follow-up visit. The physician reviewed stored episode information in device memory and determined that the patient experienced a ventricular tachycardia (vt) storm event (incessant vt), and concluded that the device appropriately detected the arrhythmia and delivered therapy as programmed. Multiple shocks were delivered; however, the patient¿s heart experienced recurrent vt and did not respond to programmed/delivered therapies from the device. No product performance issues or malfunctions were identified or suspected, as the device appropriately detected the arrhythmia and operated as designed and programmed. Based on the available information, the device remains in service and no other issues have been reported. Information associated with one episode from this event was subsequently provided to boston scientific. This episode was reviewed by our technical services department, and they confirmed that the device appropriately sensed the patient¿s rhythm. Both anti-tachycardia pacing (atp) were delivered during this episode; however, the therapy was ineffective in terminating the patient¿s rhythm.

Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.